Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2016-00078, 1219977-2016-00079.

Event description:
Report stated that the drain had a crack at the base which caused an air leak. The cracked drain was replaced with a new drain.

Manufacturer narrative:
Engineering evaluation: unit was returned and inspected for damage. The drain had damage/cracks to the lower bottom right corner of both units. The cover was separated from the body creating an opening for air leakage. The product lot number was not provided, therefore a device history record review could not be performed. Drains are 100% leak tested with an automated system and then inspected by each operator as it progress down the production line. The amount of damage to the drain would not have passed the manual and automated inspection processes on the production line. The instructions for use (IFU) states in the precaution section "do not use if package is damaged". Engineering summary/conclusion: the root cause appears to be that the damage was caused either by shipping or some type of impact seen at the user facility. The amount of damage to the drain would not have passed the manual and automated inspection processes on the production line.